Event description:
Customer called in to report that she was having a very difficult time with our flange sizes. She recently got mastitis due to the fact that the 24 mm is too small (the way it fits on the breast doesn't allow for proper milk flow/restricts the breast) and the 27 mm is too big.

Manufacturer narrative:
We provided customer with product tips and warranty info as the customers complaint was written in. We have asked the customer to contact our customer service department for additional help. A medela clinician contacted the customer on (B)(4) 2014 and she indicated that she received an antibiotic prescription from her physician to treat her mastitis, but she had a reaction to the medication and had to stop taking it. She is slowly recovering from mastitis with supportive care, frequent breastfeeding and analgesics. The care with her physician is still ongoing. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." [Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. Mastitis requires prompt med attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.